Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (missing segments). Analysis also found the upper case, two side bail covers, and the battery drawer were broken. Lower case was broken/contaminated and battery contacts were compressed. Battery release and lead flex cover contaminated. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.